Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found multiple bit flips in the device code. After a software download, the device interrogated normally.

Event description:
It was reported that a device was unable to be interrogated and found to be in backup vvi operation. The device was explanted and replaced.